Event description:
The customer called to report differences between sensor versus glucose readings. The customer has had problems with low blood glucose levels, and was hospitalized because of this. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 3004209178-2010-80589 for the report under the insulin pump.